Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports the dentist stated that the front bottom teeth cannot be adjusted anymore due to gum recession. The bottom aligner is also very cracked. Additionally, the patient is experiencing pain on front top and bottom with throbbing jaw pain from grinding teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.